Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Patient was scheduled to undergo therapeutic endoscopic retrograde cholangio-pancreatography but had to be cancelled after receiving general anesthesia and received stenting the next day. Per the customer, the procedure was not elective; the patient was "somewhat critical", had cancer with a blockage. No further patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. This event was initially conservatively reported as a serious injury out of an abundance of caution; however, based on all the available information, no patient harm occurred. The procedure was canceled due to a device issue and rescheduled for the following day. The patient did not experience any urgent medical episodes, clinical deterioration, or adverse health consequences between the cancellation and the rescheduled procedure. The procedure was successfully completed the following day without incident, and no complications were reported thereafter. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure - expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.